Manufacturer narrative:
The information related to hospitalization details provided in initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The emergency department reported via phone call that the customer was hospitalized on an unknown date due to diabetic ketoacidosis with an unknown blood glucose level. The insulin pump will not be returned for analysis.